Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
Medwatch number: mw5089855. It was reported that a female patient underwent an unknown breast surgery with unknown saline breast implants which the patient indicated that: (B)(6) have become progressively more sick the longer, (B)(6) have struggled with inability to get breath and a constant dry unproductive cough. It continues to become worse and is progressing to constant pain in chest along with burning and inability to get air.. (B)(6)'ve developed severe reactions to any artificial fragrances which (B)(6) realizing are everywhere. If (B)(6) exposed to fragrances it shuts down my ability to get air for the remainder of that day. I feel continually dehydrated in my chest no mater how much water I drink, and it seems to interfere with my ability to get oxygen. Having an explant surgery in one month and can barely wait. There are more symptoms such as insomnia all these years but I won't be able to tell if it was resulting from implants until they're removed. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for one of the two sides.